Event description:
Preop diagnosis-painful broken locking screws right distal femur - s/p supracendular nail insertion for supracendular fracture or removal of symptomatic broken locking screws right distal femur. Pt began complaining of increasing pain above the knee. Pt had palpable broken screw which was prominent subcutaneous removed & on lateral side of knee the middle & distant screw heads were removed - on lateral side no effort was made to remove the one intact locking screw & on the medial side, the distal segment of the locking screw was contained within the bone and no effort was made to retrieve it.